Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 300cc saline breast implant, catalog # 3502300, s/n: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4) (l) and (B)(4) (r). Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4) (l) and (B)(4) (r). On (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. The complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4). On (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.8 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).